Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It reported that the patient has an order to receive flagyl every eight (8) hours. At 2100, the nurse hung flagyl as a secondary infusion connected to the primary tubing for a brand new 250 ml normal saline (ns) bag. Primary infusion was set to default to 5 ml/hr. Once flagyl infusion is completed. The flagyl ran over an hour and the ns started running at 5 ml/hr. At 0300, the nurse went to "saline lock" the patient and noted that the ns bag had gone through about 100 ml since it had been running. At the maximum, only 25 ml should have been administered to the patient. There was patient involvement, but no harm.